Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: 3058, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had bilateral implantable neurostimulators (inss) and they were being changed out on(B)(6) 2016. The manufacturer representative was in the or and saw high electrode impedances on both new inss when connected to the leads. They had been testing impedances at 3.7v and default pulse width and all but 1 electrode on both sides were showing greater than 4000 ohms. They did have some trouble inserting the existing lead on the right to the new ins, but they got them connected and thought the lead was fully inserted on that side. Coming into the procedure, the impedances were normal range, but they didn't remember the numbers exactly. The patient had complex programming prior to ins changeout and did not use typical electrode combinations. They retested impedances at 2v, 450 pulse width and all pairs were still high. They tested again at 2v, 360 pulse width on the left ins, but this didn't resolve the issue and all impedances were greater than 4000 ohms. The manufacturer representative tried to program the ins to get motor response, but no motor response was seen. They tried connecting the other new ins on the left side and retested impedances, but they were still high. The manufacturer representative was going to set up testing the leads with the screener box.

Manufacturer narrative:
Other applicable components are: product ID: 3889-33, lot# v008508, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3093-28, lot# v249371, product type: lead. (B)(4).

Event description:
Additional information received from the manufacturer representative reported that the high impedance issue was not resolved. It continued to show impedance issues and the health care provider (hcp) made the decision to proceed. The hcp did not change the leads. The patient was fine and would contact their hcp if any attention was needed. The patient had all of this done for interstitial cystitis (ic). The programming on both batteries was very strange, but it was working great, so the manufacturer representative put the patient on the exact same programs they came in with. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.